Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from forceps elevator. Additionally, humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the distal end and the forceps elevator had foreign material attached and the inside of the light guide lens had stain. There was no procedural or patient involvement associated with this event.this MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported in b5, the device evaluation found the following: due to deformation of the right/left/up/down knob the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the electrical connector had corrosion, due to a pinhole on the bending section cover rubber the water tightness was lost, due to damage on knob wire the fixing force of the guide wire did not meet the standard value, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the water tightness of the forceps elevator was lost, there was corrosion around elevator arm, and due to annual inspection some parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.